Manufacturer narrative:
This is a report of a use error where the patient line became disconnected from the transfer set during therapy. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during drain two of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the patient was asleep and the patient line had disconnected from the transfer set without knowing. A follow up call stated the cause was a use error. The technical services representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.